Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd july 2025, it was reported by an arthrex's employee via email that for an ar-1922ps, suture anchor, pushlock® 4.5 x 24 mm, its anchor broke when suturing. This was detected during a reconstruction of the cruciate ligament procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-1922ps. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -one unpackaged ar-1922ps was received for investigation. -visual inspection of the suture anchor, pushlock® 4.5 x 24 mm, identified that the tip of the eyelet was broken off. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment, insertion, and/or prying/leveraging of the device during insertion. -refer to investigation photos. -complaint allegation is confirmed.